Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During reprocess with the device, unspecified black powdery substance coming out of the instrument channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china for inspection. Olympus china checked the subject device and found that there was no foreign material in the channel of the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the foreign material that entered the channel from the outside was discharged during the reprocess. The origin of the foreign matter may be as follows, but it cannot be specified. When the disinfectant was pumped up, a part of the hose inner surface of the deteriorating washing machine fell off and entered the disinfectant. And then, something large enough to pass through the mesh filter came out to the washing tank. During manual cleaning, foreign matter enters the water injected into the channel through the injection tube (mh-946) for some reason (for example, there was a foreign matter in the washing water pipe), and the object large enough to pass through the mesh filter of the injection tube was expelled through the channel.